Event description:
While using the clip applier, a metal piece, possibly a staple, came out the side of the shift, approximately 2 inches away from the end. Due to the angle of the metal piece, it was stuck in the trocar and didn't slide in/out of trocar without excessive force.